Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor overheated. It was also reported that the remote monitor was very hot all over; the reader or base was too hot to touch. Troubleshooting steps were taken to no avail. The patient is returning the remote monitor. The patient prefers to use a mobile application in exchange of the remote monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model# 24952b, serial/lot# (B)(4): the remote monitor was returned, and analysis revealed that there was no complaint failure found; found error codes (B)(4) in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.